Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). MFR site: name and address for importer site: (B)(4). The following fields were updated per additional information received: age or date of birth, weight, event, relevant tests/laboratory data, other relevant history, brand name, lot#, device manufacture date. Device code(s): 3191 ¿ appropriate term/code not available was selected for device perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: perforation, hematoma, small to moderate amount of hemoperitoneum, hemorrhage, pain, and several limitations to flying and other activities . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported hematoma and small to moderate amount of hemoperitoneum is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported hemorrhage is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported pain and several limitations to flying and other activities is directly related to the filter and unable to identify a corresponding failure mode at this point in time this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to left lower extremity deep vein thrombosis (dvt)s. The patient alleges vena cava perforation and organ perforation. Patient further alleges pain and several limitations to flying and other activities. Per computerized tomography (CT) scan of abdomen/pelvis with IV contrast, on (B)(6) 2017: "infrarenal inferior vena cava filter again present with several struts extending out the inferior vena cava (ivc) lumen, as before." Per CT abdomen pelvis, on (B)(6) 2019. "Findings most consistent with hematoma in the left upper quadrant of the abdomen with active extravasation of contrast and small to moderate amount of hemoperitoneum."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.